Event description:
It was reported that a patient underwent an unknown spinal fusion procedure. At an unknown time post-operatively, the patient returned for an "exploratory procedure" where it was discovered that the cage had migrated. No further details are known at this time.

Manufacturer narrative:
Product event summary #event: preliminary geo assessment: preliminary geo conclusion: (B)(6). (B)(4).